Event description:
Surgeon reported, "pt had a lap-band inserted (two years ago), when adjusting the port post op, it was noted that the system may be leaking as not all fluid put into the band was returned on aspiration. This was observed for a period of time, and it was finally decided the port needed to be removed and replaced. The pt was admitted for port replacement... It was noted when replacing the port that the leak was coming from the back of the port between the seal." The device was accidentally discarded and will not be returned.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, but the device was previously discarded. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."